Manufacturer narrative:
Investigation summary: major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Vessel perforation : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot: device lot : 1873913. Device history batch: sub-component lot : n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella 5.5 in a 65 year old male. Upon closing post impella 5.5 insertion, graft anastomosis site began to bleed. Physician unable to control bleeding at site with repair. Vessel damage occurred at graft site. Case was aborted and additional impella 5.5 was inserted via an alternate site. Patient then had to undergo vascular repair surgery to repair previous impella site.